Event description:
Patient developed an infection on the right side of her face 1 or 2 days after portrait psr treatment. Physician questioned patient's post care compliance. Patient was put on clindamycin. The infection responded immediately and cleared within 2 days.

Manufacturer narrative:
The portrait psr does not contact the patient during use. Labeling states that following the procedure, the treated site may be subject to an opportunistic infection. Normal precautions such as the use of prophylactic antibiotics, dressings and antibiotic ointments/creams, may be used at the discretion of the physician.